Manufacturer narrative:
The console was not returned for analysis. However, the device was analyzed by the field service engineer (fse) at the customer's facility. During inspection, the fse found that the fan made a louse noise. After cleaning the filter, the sound disappeared. The optical path of the equipment was found to be normal, and the lens was not damaged. The energy output was tested and found to be normal. The console was working normally. Based on the information available, the reported low power was not confirmed. The reported noise was confirmed and was likely due to the dirty filter.

Event description:
It was reported that during procedure the physician found abnormal sound and low energy. The procedure was completed after inspecting and replacing the laser fiber and there were no patient complications.